Event description:
The customer reported 18 false positive results with the ID now covid-19 assay performed for multiple patients between august and september. This MFR. Report addresses test eighteen (18) of eighteen (18). The customer reported a false positive result with the ID now covid-19 assay performed on unknown date on a direct tested nasal kitted swab pcr confirmation testing was performed (platform-unknown) using a nasal swab sample generated a negative result. Although requested, no additional information, regarding patient treatment or outcome, was provided.

Manufacturer narrative:
Additional information: patient identifier: (B)(6). Date of event: date provided in this section is an approximation date. The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-05091 thru 1221359-2022-05108.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.